Event description:
Had sientra gummy bear textured silicone implants in (B)(6) 2014 and had an increasing amount of health problems and developed autoimmune disease, thyroid and adrenal diseases and many symptoms.